Event description:
During the device evaluation, the colonovideoscope exhibited an unknown foreign material blocking the suction cylinder. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned and the reportable malfunction was confirmed. Based on the investigation, it is likely that the following led to the malfunction: the foreign material was possibly not removed since the reprocessing was not conducted properly due to leakage from a-rubber however; a definitive root cause could not be determined. The subject event can be detected and prevented by implementation in accordance with the below IFU. IFU states that detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.